Manufacturer narrative:
Upon further review, it was determined this event was reported in error as there was no death or serious injury involved with this complaint and this malfunction would not likely lead to a death or serious injury if it were to recur.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00628 - 3012447612-2017-00631.

Event description:
It was reported that four final drivers were found to be worn. Additional details have been requested but not made available. This is report one of four.